Event description:
An expressew needle broke off in the patient during right shoulder arthroscopic rotator cuff repair. The surgeon notes: "we placed two horizontal mattress sutures up through the cuff with expressew suture passer. Upon the last passage we noticed that the needle had been broken off from the expressew suture passer, approximately 2 mm of the needle tip. We brought in fluoroscopy. We located the needle in the tendon after about 15 to 20 minutes of searching for the needle tip and we were able to extract it." This retrieval was confirmed by intraoperative fluoroscopy. The surgeon then completed the surgery, and the patient transferred to post-anesthesia recovery in good condition.